Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. The patient's symptom, "headache," does not meet the criteria of a serious injury. In addition, the patient did not receive any treatment that would suggest the patient had acute complications of diabetes. Hence, there is no evidence that the patient suffered a serious injury due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.